Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "PICC team was called in because extension line was compressed and flattened for no apparent reason. Almost looks as if forceps were left on and twisted it however nurses said that did not happen." The device was replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the distal extension line had ballooned directly adjacent to the distal luer hub. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The distal extension line outer diameter in an area not affected by the ballooning measured .0945", which is within the specification limits of .093"-.097" per the distal extension line extrusion graphic. The distal extension line inner diameter measured .058", which is within the specification limits of .055"-.059" per the distal extension line extrusion graphic. A lab inventory ars syringe was used to flush both extension lines. No blockages or leaks were observed. A manual tug test confirmed that the distal luer hub was secure on the distal extension line extrusion. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications. Discontinue pressure injections at first sign of infiltration/extravasation. Follow hospital/institutional protocol for appropriate medical intervention". The report that an extension line ballooned was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had stretched ballooned directly adjacent to the luer hub. Despite this, the catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "PICC team was called in because extension line was compressed and flattened for no apparent reason. Almost looks as if forceps were left on and twisted it however nurses said that did not happen." The device was replaced. No patient injury or complication reported. The patient's condition is reported as fine.